Event description:
The patient reported "several" infusion sets falling off their body due to the self-adhesive not sticking enough. On one occasion, the patient noticed his shirt was wet from insulin. The patient alleged a defect with the material. No adverse event was reported. The lot number of the infusion set was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.